Event description:
A nurse reported that the console did not recognize the phaco fragmentation handpiece during a procedure. The case was completed with the same system and accessories. There was no pt harm reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).